Event description:
It was reported per field service report: symptom -"deflation key" not working 1 ~operator mode. Pump removed from pt. No harm to pt. Findings/action taken: not confirmed. Replaced display head as a precaution.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.